Event description:
It was reported that the caregiver called because patient purewick system is not properly suctioning and patient is waking up soak in urine. Caregiver stated she did all of the troubleshooting. This is caregiver 3 time calling. It's unclear if lot number was requested. Used with wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.io5

Event description:
It was reported that the caregiver called because patient purewick system is not properly suctioning and patient is waking up soak in urine. Caregiver stated she did all of the troubleshooting. This is caregiver 3 time calling. It's unclear if lot number was requested. Used with wicks. Unclear if medical intervention was provided. No additional information provided.